Event description:
It was reported by the customer that the device was sparking. The device sparking at the power cord could lead to a user being shocked or burnt. There was no known patient impact, adverse consequences or medical intervention due to the reported event.